Event description:
(B) (6). Same case as MFR report #: 2134265-2010-01602. Same case as MFR report #: 2134265-2009-07198. Same case as MFR report #: 2134265-2009-07199. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated two lesions. The first being a 90% stenosed, 2.75x20mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre-dilation and the placement of a 2.75mm diameter taxus express2 study stent resulting in 0% residual stenosis. The second lesion was a 100% stenosed, 2.5x20mm target lesion located in the right posterior descending artery (r-pda). Treatment consisted of pre-dilation and the placement of a 2.5x24mm taxus express2 study stent resulting in 0% residual stenosis. In (B) (6) 2009, angiography at the 9 month study follow up visit revealed in stent restenosis in both the distal right coronary artery (rca) and the right posterior descending artery (r-pda). The distal rca had a 99% restenosed, 2.75 x unknown mm lesion with timi 2 flow which did not receive treatment. The r-pda had a 99% restenosed 2.5x15 mm lesion with timi 2 flow and was treated with angioplasty with an unspecified balloon resulting in 0% residual stenosis. In (B) (6) 2009, at the 1 year study follow up visit, the patient had no anginal symptoms.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)